Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure with subsequent distal aortic stent placement, the balloon markers appeared malpositioned. The lesion was located in the distal aorta. The balloon was inflated to approximately 3 atms on the first inflation when it was noted that the radiopaque markers appeared malpositioned. "It appeared as if one marker was much more distal than it was supposed to be and the other lined up in the middle of the balloon." The physician decided to remove this device and use another of the same to complete the procedure. No patient injuries or complications were reported. Patient status is listed as "ok."